Event description:
Caller reported an incident of hypoglycemia requiring hospitalization at a time when aviva system 1 and aviva system 2 were unavailable for use due to e-1. Wife attempted to use both husband's meter (aviva system 1) and her own meter (aviva system 2) at the same time during hypoglycemia event. The same strips were used on both meters. A request was made for the return of the system and a replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with (B)(6) is aviva system 1, medwatch with (B)(4) is aviva system 2.